Event description:
It was reported that there were signs of burning and smoke on the blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).